Event description:
Information was discovered by millyard advanced medical products, llc by way of a technical investigation completed on 27-jun-2025. Despite no report of death or serious injury, this information is being reported out of an abundance of caution. The patient reported that he was having difficulty attaching and detaching cassettes to both of his pumps. Replacement systems were sent. No interruption in therapy or adverse side effects were reported. During investigation, pumps (B)(6) showed evidence of residue from fluid ingress in their button slots. A test delivery could not be performed on either system as the cassettes were too difficult to fully attach to the pumps. The reported issue was confirmed. The cause of the fluid ingress cannot be determined.